Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
During a data pull for trending the following was discovered on the maude database: "on¿2017 a male was admitted for a high risk pci. While in the cardiac cath lab for the intervention, the patient developed a thrombotic burden in the left anterior descending artery and circumflex and this prompted placement of an impella for support. The patient's access of the femoral artery was not noted to be difficult one, though peripheral vascular disease was present. As the patient decompensated, while on support with the impella cp, he was intubated and had angiojet thrombectomy of both coronary vessels, followed by stents. For transport to the ICU, the oscor sheath was peeled away, and bleeding was significant around the impella repositioning sheath. The team performed contralateral balloon inflation and exchanged to a cook 14 x30cm sheath. On the following day, there was still bleeding from the access site in the right groin, and so the sheath was again exchanged to a 16fr cook sheath. This upsizing resolved the bleeding and hemostasis was achieved. Due to the blood loss, the patient received a total of 5 units of blood product. The impella cp was able to be weaned and explanted. The patient is stable, though still intubated and following commands as requested. " this report was created to capture the cook 14 x30cm sheath. The device will not be returned.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, documentation, instructions for use (IFU), and quality control was conducted during the investigation. The complaint device was not returned; therefore, no physical examination could be performed. No photographs of the failure were provided. The device lot number is unknown. Thus, a review of the device history record, nonconformance history, and related product complaints query could not be conducted. Numerous design verification and validation activities have been performed to ensure that this device meets design requirements. The IFU supplied with the cook device instructs the customer to not insert and/or withdraw introducer or wire guide if any kind of resistance is experience. There is no evidence to suggest that product was not manufactured to current specifications. Since the bleeding stopped by upsizing of the sheath, this indicates there might have been vessel damage at the access site. It could have been caused during insertion/removal of another manufacturer's sheath. However, based on the available information, no product returned, and the results of our investigation; a definitive root cause cannot be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.